Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having calibration issues with his new insulin pump. His blood glucose was unknown at the time of reporting. A battery change appeared to fix the problem. No equipment was returned. No additional information was reported.